Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified nicks and gouges are noted to the anti rotation scallops, outer spherical sides, and locking feature. Burrs were noted to the locking feature of the liner. Scratches are noted around the face and inner / outer spherical surfaces from attempted use. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: 110017104 g7 finned 4 hole shell 54f 7498899. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the liner would not seat in the cup properly. Surgeon had a clear view of the cup but stated there was an issue with the ridge around the liner, which prevented the liner from being completely impacted. A new liner was opened with the same lot number to complete the case with no issues. No known impact or consequence to the patient.